Event description:
It was reported that the air dermatome depth had changed during use causing an irregular and patchy graft. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that it was within calibration settings. No problems were found with the device. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.